Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during positioning of an embolization coil in an aneurysm, the embolization coil detached. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The implant was found severely stretched, damaged and separated from the pusher. The implant was found stuck inside the returned sl-10 microcatheter. No indication of activation using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail shape at the tip, indicating the device was experiencing excessive force that exceeded the strength of the monofilament; this caused the implant to separate from the pusher. The conditions or circumstances that led to the damage could not be determined, but the damage is consistent with the device experiencing forces over specification.